Event description:
A customer reported that following intraocular lens (iol) implant surgery, a patient had poor vision. The lens was removed and replaced in a separate procedure. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).